Event description:
Same case as MDR ID: 2134265-2013-07009. (B)(4) study. It was reported that coronary artery disease occurred. Clinical status assessment on may 2013 indicated that the patient's qualifying condition was unstable angina. Abnormal fractional flow reserve and elevated biomarkers indicated ischemia prior to procedure and the subject was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of 3.0 x 20 mm study stent. Following post dilatation, the residual stenosis was 9%. Target lesion #2 was located in the 1st obtuse marginal (om) with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of 3.0 x 28 mm study stent. Following post dilatation, residual stenosis was 9%. Post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2013, progression of coronary artery disease was noted. Exercise stress test was performed to diagnose the event. On (B)(6) 2013, coronary artery bypass graft x 2 vessels (CABG) was performed from left internal mammary artery (lima) to lad and saphenous vein graft (svg) to 1st om.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).